Event description:
Note: this manufacturer report pertains to one of three devices implanted during the same procedure. Refer to manufacturer report numbers 3005099803-2023-02917 for the second xenform device and 3005099803-2023-02918 for the obtryx device. It was reported to boston scientific corporation that a xenform device was implanted into the patient during a vaginal hysterectomy with anterior and posterior colporrhaphy + transobturator mid-urethral sling with cystoscopy + intraarcus graft + intraspinous graft procedure performed on (B)(6) 2011 due to symptomatic pelvic relaxation: uterine procidentia, third degree cystourethrocele, third degree rectocele and mixed urinary incontinence. The patient was transported to the recovery room in satisfactory condition. As reported by the patient's attorney, the patient experienced an unknown injury.

Manufacturer narrative:
Block b3 date of event: date of event was approximated to on (B)(6) 2011, implant date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implant surgeons are: dr. (B)(6). Block h6: imdrf patient code e2401 captures the reportable event of unspecified injury. Imdrf impact code f12 has been used in the light of the patient sought legal recourse for an unspecified personal injury related to the device.